Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient with this left bundle branch (lbb) lead experienced dyspnea and tiredness during exertion. The patient went to the emergency room (ER), where an chest x ray examination and fluoroscopy imaging revealed the dislodgement of the lbb lead. Subsequent testing showed loss of capture (loc) and high capture thresholds as well as a 40 beats per minute (bpm) intrinsic rhythm. This lead was explanted and successfully replaced, and the patient was kept in the hospital overnight. This lead has been returned for analysis. No additional adverse patient effects were reported.